Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic ventral hernia, during mesh fixation, while trying to fire, the device broke. No tacks were used. Another device was used to complete the case. There was no patient injury.